Event description:
It was reported to philips healthcare that when trying to unplug power cord, the equipment power connector comes off. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.